Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (15.0 mg/ml) at 0.720 mg/day and baclofen (250.0 mcg/ml) at 12.01 mcg/day via an implantable pump for spinal pain. The patient was ok up until he fell sometime in the middle of the night in 2016 (thought to be (B)(6), but wasn't sure). The healthcare provider came and when she was talking to the patient, he was confused and had confusion. The healthcare provider turned the patient's pump down and then the patient ended up in the hospital to be checked for stroke and heart issues, but nothing was found and the patient was released the next day. At the last refill on either (B)(6) 2016 the healthcare provider didn't like the prescription that the patient had and started decreasing the baclofen. The consumer was told the baclofen was cut in half, but she was not certain. Since that pump refill the patient was not getting pain relief. They weren't sure if the patient was getting relief earlier because she didn't know when they put the patient back to the same pump medication settings as prior to the fall. The consumer was directed to the healthcare provider regarding the patient's pain control needs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.